Event description:
Subsequently to the initially filed emdrs, additional clarification was received regarding the order of events. Cuff misses [suture retrieval issues] occurred while attempting to place the first two devices. The guide break occurred when placing the third proglide device. The broken guide was removed from the anatomy by pulling it out. The tissue damage that occurred was due to the guide break.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and exception management system identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices with reported issues referenced in description of event or problem are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, with one of the devices, the tubing broke away from the guide [guide break]. With the other two proglide devices, a cuff miss [suture retrieval issue] occurred. The use of proglide devices and the pre-close technique was abandoned. The sheath was upsized to a 14f sheath and the tavr procedure was completed. The access site was closed via a surgical cut down and a graft was placed as tissue damage occurred. There was no report of a clinically significant delay. No additional information was provided.